Manufacturer narrative:
(B)(4). The device was manufactured july 23, 2015 ¿ july 24, 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused. The device had been filled with 76.8ml fluorouracil in 42.2ml 5% glucose solution. The reporter stated that after therapy, approximately 30% of the solution remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.